Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to post-sensed t-wave oversensing and undersensing of variable r-waves. Programming changes were made and the undersensing was resolved. The oversensing remained. The lead was capped and replaced. Patient's condition was fine after the procedure.